Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. The pump received with a cracked case at the display window corners and cracked battery tube threads. The pump also had minor scratches on the display window, a missing end cap sticker, and a partially broken reservoir tube lip. Unable to verify the battery alarm anomaly due to the unresponsive buttons.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the esc button is unresponsive. Customer removed the battery for 30 minutes and put in a (B)(6) battery however the button error alarm continued. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.